Manufacturer narrative:
The medical center in japan discarded the impella pump product, and as such no investigation is possible. Should more information be shared that leads to root cause, a final report will be filed.

Event description:
The medical team in japan had an impella cp support in combination with ECMO. The support was successful for over 15 days and then the patient expired due to underlying medical condition. Weeks later the team reported that the patient had suffered from bilateral limb ischemia that was treated by external bypass for the impella limb.